Manufacturer narrative:
The instrument has not been returned for evaluation, therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the instrument is returned (post engineering evaluation) or if additional information is received.

Event description:
It was reported that during a da vinci si colectomy procedure the vessel sealer instrument was making an audible beep that sealing was complete, but when the surgeon made the cut, there was blood. The customer opened a new vessel sealer instrument and continued with the case. Nothing reportedly fell into a patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.